Event description:
It was reported that the patient presented for follow up. Upon interrogation, the pulse generator exhibited high current drain. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.